Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received one true pta dilatation catheter. Upon, visual evaluation, no kinks noted to the catheter shaft, no anomalies to the y body. On functional testing, negative pressure was applied to the balloon with an inhouse presto inflation device. With the same in house presto inflation device, the balloon was inflated and water was noted leaking from the proximal end of the balloon. Peeled pebax, fiber disturbance was noted to the fibers, balloon was cut to observe any holes within the inner guidewire lumen or catheter shaft, but no holes were noted. After further testing it was not possible to determine the source of the leak. Therefore, the investigation is confirmed for the reported leak as water was noted leaking from the proximal end of the balloon. Also, the investigation is confirmed for the identified peeled and deformation as peeled pebax and fiber disturbance were noted to the balloon. A definitive root cause for the reported leak and identified peeled / delaminated and material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent valvuloplasty procedure. It was reported that during the procedure, while the balloon was inside the patient, the physician observed a small leak near the shoulder of the balloon. The device was immediately removed, inspected, and subsequently bagged for return. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a valvuloplasty procedure. It was reported that during the procedure, while the balloon was inside the patient, the physician observed a small leak near the shoulder of the balloon. The device was immediately removed, inspected, and subsequently bagged for return. The procedure was completed using another device. There was no reported patient injury.